Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l60588, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer, patient. (B)(4)

Event description:
The patient reported his device quit working. The patient got hurt at work on (B)(6) 2015, the patient tried to turn stimulation on the next day and wasn't able to. The indication for use was failed back surgery syndrome. If additional information is received, a follow up report will be sent.